Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. It was reported that the peritonitis was manifested by low blood pressure, abdominal pain and cloudy peritoneal dialysis effluent. On the same day as admission, the patient was treated with intraperitoneal (ip)gentamicin (8 milligram (4 milligram per liter)frequency not reported) and ip vancomycin (2 grams, stat dose) for the event. On the same day, treatment with vancomycin was discontinued. One day after hospitalization, the patient experienced a cardiac arrest and passed away. The cause of death was suspected to be possible cardiac arrest; however, this was not confirmed. It was reported that upon admission into the hospital, the patient was switched from apd to continuous ambulatory peritoneal dialysis. Dianeal therapy was ongoing until the time of death. The patient had not recovered from the low blood pressure and peritonitis events prior to passing away. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was reported to be in his eighties. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.